Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the lifevest. The patient reported being unable to sleep due to the irritation. The patient's physician gave him medication to help him sleep. The patient was using over the counter creams but reported that they were not helping with the irritation. Further follow-up attempts were unsuccessful and the patient's medical outcome is unknown.